Event description:
It was reported to medtronic minimed that the customer received a replace battery alert, the pump was cracked, and the serial number sticker was worn off. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issues, and the customer reported a blank display. Troubleshooting was performed for battery cap issues, and the customer reported that the battery cap was lost. Troubleshooting was performed for damage, and the customer reported damage to the battery tube side, and the functionality was affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit passed self-test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked unresponsive verified in the daily total citation. No unexpected alarms noted during basal deliveries. No unexpected blank display or frozen screen anomalies noted. No power loss alarm noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Unit received with cracked battery tube threads, cracked keypad overlay at select button, cracked case near belt clip rails, and fading serial number label. The unit p-cap / test reservoir locks in place properly. No unexpected blank display or frozen screen anomalies noted during testing. Unit passed all the required tests. Customer did not experience an unexpected power loss of less than 7 days due to no record of a low battery alert fault 104 in pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.